Event description:
Report received from the USA regarding a motor device in which, during sterilization after a procedure, it was observed that the "hose had several holes in it and is leaking oil and air". No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated and confirmed. Evidence indicated this was due to improper handling. If additional information is received, a supplemental report will be sent. (B)(4).